Event description:
After choosing to get breast implants I have watched my life and my health decline at a rapid and steady pace. I have allergen implants style 15, smooth #397. I have had the following complications since getting my implants: hypothyroidism, adhd/ trouble concentrating, numbness in fingers and toes (raynauds symptoms). Consistent cold toes, migraines. Not being able to take a deep breath, dizzy spells, light headedness, extreme shoulder pain, back pain, memory loss, chronic fatigue, unexplainable rashes; brain fog, anxiety - sensitivity to noises and people, depression, random swelling in face and hands, chest pain, dark circles under eyes, extreme mood swings, no sex drive; dry eyes, dry skin, flaky, dry itchy scalp, eye sight going bad; overall - I have just had a very bad experience since getting implants. My quality of life has declined steadily. FDA safety report ID# (B)(4).